Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. A review of the device history record revealed no related issues during the manufacturing process. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the reasons for detachment include overtightening of the suture, insufficient anchor capture and excessive application of off axis force after deployment. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor of the angio seal device dislocated. The following information was provided by the user facility: after st-elevation infarction of the posterior wall with ptca and de stent implantation they used a angio seal for hemostasis; after removal of the pressure band, a flow noise appeared; duplex sonographically, it was suspected that the anchor of the closure system had dislocated; the anchor was drained distally, causing an incomplete vascular occlusion; due to the risk of embolization, the anchor was removed by vascular surgical procedure; the patient was treated by a vascular surgeon and reported to be in good stable condition; the patient was discharged with no other complications after vascular surgery; and there was no reported blood loss.